Event description:
It was reported the programmer booted up fine, but when an ensura device was interrogated, an error message was displayed. The programmer was restarted, but the error message occurred again. The analyzer was reported to have failed an electrical safety check. Both were returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis could not confirm the reported event. (B)(4) no anomalies found. It is noted that software was loaded from the sdn (software distribution network) line to vision 2.3 but was unable to update software. (B)(4) no anomalies found.